Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, station froze during an operating case, attempted to restart automatically, and displayed an error stating something unexpected went wrong during restart. The device then failed to return to a normal state and entered a continuous reboot loop while attempting to install or roll back windows updates and repair the operating system (os). The customer stated that this malfunction occurred when the user tried to dispense the medications to the patient. The customer added that the issue caused more than 20-minute delay in retrieving the medications for the patient, but the user managed to retrieve the medication from another station. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-jan-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station stuck on the windows boot screen. A field service engineer (fse) forced a shutdown and attempted a reboot, but the issue persisted and the machine failed to boot. The hard drive was replaced and the system was reimaged, restoring normal functionality. Additionally, as part of preventative maintenance, fse replaced the barcode scanner due to a frayed cable. The system functioned as intended after the field service engineer troubleshot and repaired the device.